Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the stent on a 4mm x 12mm palmaz blue on aviator plus stent delivery system (sds) partially dislodged within a non-cordis 6f sheath during delivery. The stent shifted from the balloon but remained on the delivery system. The delivery system was directly removed, and the stent remained attached. Another 4mm x 12mm palmaz blue on aviator plus sds was used as a replacement. There were no reported injuries to the patient. The target vessel was the vertebral artery, which was severely calcified, moderately tortuous, and had over 75% stenosis. Cordis clinical personnel were present to support the physician during the procedure. The device was stored and prepared according to the instructions for use (IFU), with no damage to the packaging and no difficulty removing the device. The stent was not manipulated on the stent delivery system (sds) prior to insertion, and the balloon was not partially inflated. The device will be returned for evaluation. A non-sterile ¿blue/aviatorplus 4x12/142p pkg¿ was received inside of a clear plastic bag. The product was unpacked for evaluation. Upon inspection, the balloon and the guidewire lumen were found to be in a separated condition. The detached components, including the stent, were not returned and therefore could not be evaluated. No additional notable observations were identified. The separated balloon area was examined using a vision system. The edges exhibited elongation, and the surface showed scratches and fatigue lines. A kink was also observed in the guidewire lumen. The presence of elongation and fatigue lines is commonly associated with material failure due to tensile overload. Based on these observations, it is concluded that the device was subjected to tensile forces exceeding the material¿s yield strength prior to separation. The reported ¿stent offset/out of position¿ could not be verified, as the distal portion of the device, including the stent and balloon, was not returned for evaluation. Product analysis of the returned components identified a ¿balloon separated¿ and bosy/shaft separated¿ condition; however, these findings could not be directly correlated to the reported event due to the incomplete return of critical components. Therefore, the exact cause of the reported stent displacement could not be conclusively determined. Based on the event description, the device was used in a severely calcified, moderately tortuous vertebral artery with significant stenosis (>75%), which represents a challenging anatomical environment. Such conditions may increase resistance during device advancement and may contribute to stent movement or loss of position during delivery. There is no information to suggest that the device was manipulated on the stent delivery system prior to use, and it was reported to have been prepared in accordance with the instructions for use. The cordis palmaz® blue® .014" peripheral stent system is indicated for use in the renal arteries. Use of the device in the vertebral artery represents off-label application, for which safety and effectiveness have not been established and may introduce additional procedural risks not described in the product labeling. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Backload the stent system onto the guidewire. The delivery system has a rapid exchange design. During backloading, the guidewire will exit the stent system at the guidewire exit port. Advance the tip of the stent system to the hemostasis device of the guiding catheter. B. Open the hemostasis valve as wide as possible and carefully advance the stent system over the guidewire until the balloon section of the stent system is completely introduced into the guiding catheter. Look for and confirm back flow over the balloon. Adjust the hemostasis valve to maintain a snug seal. C. Advance the stent system until the guidewire exit port has passed the hemostasis valve. Again, adjust the hemostasis valve to maintain a snug seal. Continue to advance the stent system over the guidewire to the end of the guiding catheter, while maintaining guidewire position across the lesion. Caution: when there is a tight fit between the balloon section of the stent system and the guiding catheter, a failure to maintain a snug seal of the hemostasis valve over the stent system during stent system insertion and advancement, could result in air introduction and air entrainment. Note: in case a long csi is used instead of a gc, use the csi size recommended on the label; insert the stainless steel introducer tube included in the packaging through the hemostasis valve of the csi. This tube facilitates introduction of the stent/balloon assembly into the csi and prevents the hemostasis valve from potentially damaging or stripping the stent from the balloon. Remove the introducer tube when the stent/balloon assembly has completely passed the valve (i.e., has advanced to the body of the csi). Stent deployment: a. Keeping the gc immobile, observe fluoroscopically as the stent system is advanced through the gc over the guidewire to the target lesion. Carefully cross the lesion with the stent. Caution: if strong resistance is met during advancement or withdrawal of the stent system, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, secure the stent system to the gc; then remove the gc and stent system as a single unit.¿ based on the available information and product analysis, there is no evidence to suggest a design- or manufacturing-related cause for the reported event. Therefore, no corrective or preventive action is warranted at this time.

Event description:
As reported, the stent on a 4mm x 12mm palmaz blue on aviator plus stent delivery system (sds) partially dislodged within a non-cordis 6f sheath during delivery. The stent shifted from the balloon but remained on the delivery system. The delivery system was directly removed, and the stent remained attached. Another 4mm x 12mm palmaz blue on aviator plus sds was used as a replacement. There were no reported injuries to the patient. The target vessel was the vertebral artery, which was severely calcified, moderately tortuous, and had over 75% stenosis. Cordis clinical personnel were present to support the physician during the procedure. The device was stored and prepared according to the instructions for use (IFU), with no damage to the packaging and no difficulty removing the device. The stent was not manipulated on the stent delivery system (sds) prior to insertion, and the balloon was not partially inflated. The device will be returned for evaluation. Addendum: product evaluation revealed that the balloon and guidewire lumen were separated.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent on a 4mm x 12mm palmaz blue on aviator plus stent delivery system (sds) partially dislodged within a non-cordis 6f sheath during delivery. The stent shifted from the balloon but remained on the delivery system. The delivery system was directly removed, and the stent remained attached. Another 4mm x 12mm palmaz blue on aviator plus sds was used as a replacement. There were no reported injuries to the patient. The target vessel was the vertebral artery, which was severely calcified, moderately tortuous, and had over 75% stenosis. Cordis clinical personnel were present to support the physician during the procedure. The device was stored and prepared according to the instructions for use (IFU), with no damage to the packaging and no difficulty removing the device. The stent was not manipulated on the stent delivery system (sds) prior to insertion, and the balloon was not partially inflated. The device will be returned for evaluation.